Event description:
It was reported that the delta xl monitor reportedly fell off the wall mounted docking station. There was no injury requiring medical intervention reported. (B) (4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.